Event description:
It was reported that a device alarmed for downstream occlusion alarms. There was no patient incident reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation confirmed the downstream occlusion alarms. The downstream sensor was found to be out of specification due to the downstream sensor readings with a fluid filled set being above specification. The unit will be calibrated for accuracy.